Event description:
It was reported that the catheter became stuck in lesion. The 100% stenosed target lesion was located in the moderately tortuous moderately calcified popliteal artery. An opticross 18 vascular imaging catheter was selected for use. However, when the device was manually pulled, it was observed to be stuck. The device was then forcibly pulled out and came out kink on the catheter. There were no fragments left in the body. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.